Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The temporary tuohy needle led to difficulties in identifying the epidural space. Multiples attempts causing harm to this patient. Follow up information did not indicate any specific patient injury. It was reported that the touchy needles provided were much softer and more malleable than the standard. As such, on numerous occasions it took more time and more needle passes to correctly identify the epidural space.

Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A review of sales history data was performed to obtain a lot number. However, no record could be found. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were not reviewed as no lot number was provided by the customer and no sales history records could be found. Therefore, the potential cause of the needle being difficult to insert could not be determined based upon the information provided and without the sample.

Event description:
The temporary tuohy needle led to difficulties in identifying the epidural space. Multiples attempts causing harm to this patient. Follow up information did not indicate any specific patient injury. It was reported that the touchy needles provided were much softer and more malleable than the standard. As such, on numerous occasions it took more time and more needle passes to correctly identify the epidural space.